Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a black sludge prohibiting the driveline release button from activating was confirmed. The system controller serial number (B)(6) was returned disassembled. Visual inspection revealed a significant amount of green residue/fluid ingress inside the controller. The rubber o ring on the driveline connector and the housing gasket were damaged resulting in the reported black sludge which was prohibiting the release button from activating. The green residue was over the pcb boards and the lcd screen. Visual inspection also confirmed damaged white and black strain reliefs at the power connectors and green residue coming out of the power cables. The system controller power cables outer insulation was removed and the green substance was confirmed in both power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. The inner wires were measured and inner conductors breakdown was confirmed in both power cables. Although the controller was disassembled, it was connected to a test equipment and it was able to operate a test pump at the set speed. Incidental findings: visual inspection revealed a significant amount of green residue/fluid ingress inside the controller. The rubber o ring on the driveline connector and the housing rubber gasket were damaged resulting in the reported black sludge which was prohibiting the release button from activating. The green residue was over the pcb boards and the lcd screen. Visual inspection also confirmed damaged white and black strain reliefs at the power connectors and green residue coming out of the power cables. Inner conductors breakdown in both power cables was confirmed. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii instructions for use) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturers report number: 2916596-2021-01019.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the vad team was unable to compress the patient's red release button on the controller to disengage the driveline. The team planned to exchange the patient¿s controller due to worn white and black bend reliefs on the power cables. The controller was working properly, and the controller may need to be disassembled to release the driveline. On (B)(6) 2021, representative was onsite and dismantled the controller to manually release the driveline lock. The release was covered in black sludge prohibiting the release button from activating. Button was pushed manually, and driveline was disconnected and reconnected to a new controller with no issues. No additional information provided.